Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient has been falling more and their symptoms have not been controlled for the past 2-3 months which coincided with the patient¿s incarceration. The physician didn¿t think the deep brain stimulation (dbs) system was working correctly. The patient had not suffered any evident injuries during this time, and the physician did not think the symptoms were that bad. The physician requested a manufacturer representative (rep) come to check the patient¿s device. No further complications were reported.